Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 10 mg/ml (unknown dose) via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was unknown. It was reported the pump was no longer working. The physician performed a dye study and no dye was visible through the x-ray. The pump pocket was opened and a kinked catheter was found. The portion of catheter that was kinked was replaced (B)(6) 2016. It was unknown if any environmental/ external/ patient factors may have led or contributed to the issue. The issue was resolved and patient status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.